Event description:
Pt developed endophthalmitis and hypopyon 5-days postoperative. Visual acuity is light perception. Cultures showed alpha-like strep bacteria. A vitrectomy was performed and intraocular antibiotic injection was given. Lens remains implanted in the pt's eye. It is unknown if this event is product related.